Manufacturer narrative:
Clarification to reason for reoperation: "a recall prosthesis".

Event description:
Physician reported left side "breast pain" getting worse over time, and capsular contracture baker grade iii. Treatment of symptoms of capsular contracture includes "cefadroxil 500 mg, 1 tablet .for 7 days". Planned treatment includes "mammoplasty with total explantation in block". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported left side exchange of recalled prothesis. Patient reported capsular contracture baker grade unknown. Device remains implanted.